Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead tip was slightly bent upon inspection after removing it from the package. It was noted that it was a very minor looking ¿curve¿ that was observed. The lead was not implanted and a different product was used. No diagnostic testing or troubleshooting was done. There were no patient symptoms and the patient was alive with no injury.